Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, dose and concentration, not reported via an implantable pump. The indications for use were not reported. It was reported that the patient¿s pump ¿flipped¿ in the past. Per the reporter it was quite a few years ago. No patient symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that it was unknown when the pump flip was first noticed. The serial number of the pump that flipped was unknown. The actions/interventions taken to resolve the flipped pump were unknown. It was unknown if the device was explanted as a result of this event.